Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 50 mm; cat#542-11-50e; lot# 59607903. Anato stem sz 3 left neut; cat#4845-7-213; lot# 48207603. Delta v-40 ceramic head 36/+2,5; cat#6570-0-536; lot# 61444903. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Doctor reports patient's status of post left primary total hip done on (B)(6) 2018, was now draining with an infection. Doctor decided to remove the implants and place an antibiotic spacer until the infection is resolved. This was performed without incident.